Event description:
The customer contacted stryker to report that their device is failing to deliver a shock and won't detect the attached paddles or therapy cable. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's therapy pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.